Manufacturer narrative:
Batch review performed on 07 november 2022: lot 2114756: (B)(4) items manufactured and released on 08-feb-2022. Expiration date: 2027-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in for a post-op appointment and it was observed that the patient had too much posterior slope. At about 3 weeks from primary, the surgeon revised all components to revision components and the surgery was completed successfully.